Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at end of life (eol) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage functions were found to be normal.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.